Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer changed the pump supplies to address the issue. The customer also had an alternate pump for insulin therapy.